Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp IV fat emulsion administration set was "faulty gravity hydration tubing set". The issue was further described as "the twisty part at the very end that screws onto the end of the positive pressure cap was stuck too far up and wouldn't twist" and the device could not be connected. The issue was identified during set up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection showed that the luer component was without rotational functionality. The reported condition was verified. The cause of the issue was due to improper automatic assembly affecting luer positioning related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.